Manufacturer narrative:
(B)(4) is submitting the report on behalf of maquet critical care ab (mcc) (manufacturer). (B)(4).

Event description:
It was reported that the therapist changed over from simv (prvc) + ps (synchronized intermittent mandatory (pressure regulated volume control) + pressure support) to a vc (volume control) mode of ventilation and the settings moved over correctly. Once the patient arrived they increased the o2 to 100% while the ventilator was in the vc mode of ventilation. The therapist then switched back to simv (prvc) + ps using the previous mode function, which mimics the exact previous mode parameter settings. Once the patient's saturations started dropping they identified that the fio2 was at 21%. The fio2 was turned up to 100%. The patient responded well to increase in oxygen. The lowest saturation was 72% and the final patient outcome was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the reported event that a lower o2 concentration than intended was set and delivered has been completed. The reported event was that while changing the ventilation mode back to the prior ventilation mode using the button ¿previous mode¿ and accepting the new values, the o2 concentration value was decreased from the set 100% o2 to the prior set value of 21% o2. The user did not notice that the set o2 concentration was put back to the prior set value of 21% o2. When using the button ¿previous mode¿ all parameters including the set o2 concentration value change back to the previous value (in order to have a consequent behavior for all parameters). The new parameter settings are not valid until the user has accepted the settings by pressing accept button in the ventilation mode window. The previous mode button is described in the user¿s manual in the chapter ¿ventilatory settings and functions.¿ our conclusion in the matter is, that there was no ventilator malfunction at the time of the event. The ventilator was functioning according to design the cause of the event, that a lower o2 concentration than intended was set and delivered, which led to the patient desaturation, is related to the user. (B)(4).

Event description:
(B)(4).